Event description:
This 49-yr-old female previously underwent a bilateral augmentation mammoplasty about 25 years ago using silicone breast implants. She has developed fairly severe calcification on the capsules and felt it necessary to have them removed. There was no breast tissue remaining due to the extreme capsule contractures surrounding the implants. Gross exam: both implants were leaking material of silicone gel in nature.